Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she recently had a blood glucose level of 448 mg/dl. The customer stated that she was vomiting at this time. Customer stated that she treated with a manual injection, but her blood glucose level went above 500 mg/dl. The customer stated that she treated with another manual injection. The customer also stated that she was hospitalized due to high blood glucose levels several months prior to the call. During the call, the customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.